Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal unknown drug via an implantable pump for unknown indications for use. It was asked but unknown when the event/difficulty occurred. It was reported that the patient's pump empty ¿for at least 6 months¿ after an unrelated heart procedure. Environmental, external, patient factors that may have led or contributed to the issue included an unrelated heart surgery. Diagnostics/troubleshooting included attempted to access the pump for refill, examined pump under fluoroscopy, and after pump was returned to upright position the catheter was successfully aspirated. It was noted the hcp elected not to replace the pump at this time. It was further reported the patient had surgery for a flipped pump (date not reported). The issue was resolved at the time of this report and the patient's status was "alive-no injury." The patient's weight and medical history were asked but unknown.